Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced high blood glucose due to tape not sticking up on insertion event on (B)(6) 2026. The high glucose had been treated with correction bolus via pump.